Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the left anterior descending (lad) coronary artery. All concomittant using products were unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reproted as 'good'.